Event description:
In 2007, 11:15 am, physician was not able to advance balloon dialtor over 180 stabilizer wire. Substituted new stabilizer wire with success. No harm came to the pt. The lot # and expiration date was not recorded. Unable to obtain this data. Product is available for examination.